Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was dropped. The customer reverted to an alternate method of insulin therapy and a replacement pump was sent to the customer to resolve the issue. There was no reported adverse impact to the customer.